Event description:
During the surgery, metallosis was noted around the cup. The liner was found disassembled even though the doctor did not use the remover. According to the doctor, it was found black especially between the liner and cup, and the cup and acetabulum. The back of the liner has the scratch, which might be made by the screw head. The cup and screws were manufactured by jmm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.